Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist dispatched a siemens customer service engineer (cse) to the customer's site. The engineer performed troubleshooting and could not duplicate the issue. The cse performed a decontamination of the instrument and ensured the operation of the instrument. The customer completed a recalibration of the assay and validated the instrument. The cause of the discordant total hcg result on one patient sample is unknown. No further evaluation of this device is required.

Event description:
A discordant falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The customer used the same sample to perform repeat testing on the instrument and on an alternate instrument. The repeated results were lower and the result of <2.0 miu/ml, obtained on the alternate instrument, was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the falsely elevated total hcg result.